Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with the infusion sets needle. Customer's blood glucose level was 475 mg/dl. The customer treated her blood glucose level with the insulin pump. She was feeling dizzy. When she inserts the infusion set she bleeds a lot. The device was not returned.